Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The elevator #77r was visually evaluated. The elevator had some minor damage to the serrations on the tip of the instrument and was also fractured at the tip. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to excessive force was applied, beyond what the instrument was designed to encounter. The instructions for use (IFU) for this product states in the section titled 'warnings and precautions': avoid undue stress or strain when handling or cleaning instruments. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported it was noticed the broken instrument while working on a patient, the customer is not sure when it broke. The post operative pan confirms no retained foreign body and no patient injury. No adverse events have been reported as a result of the malfunction.